Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. You reported that " space belly 3 days post op", please explain what happened to the patient. Did the wound dehisce? Abdominal incision dehiscence, 3 days post op. 2. Did the suture break post op? Yes. 3. If the suture broke post op, please answer the following: what tissue type and location of the suture placement? Fascia. What tissue dehisced? Fascia. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. How was the suture placed (interrupted or continuous)? Loop. How was the suture tied (square knot or multiple knots one end)? Loop. What date did the patient present with dehiscence (# post op days)? Three days post op. What was the appearance of the suture during the second procedure? Broken. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent abdominal closure procedure on an unknown date and suture was used. Three days post operatively, the suture that was placed in the fascia broke and the patient experienced abdominal incision dehiscence. A reoperation was required. The patient is reported to be in stable condition. Additional information has been requested.

Manufacturer narrative:
Additional information: representative samples were returned for analysis. During the visual inspection of the sealed box, no defects were found on the package. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakages were observed. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements.